Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had the inner part of right insert coming out of the coil and was floating in abdominal cavity (interpreted as device dislocation into abdominal cavity and device breakage). She will have a procedure to verify if essure was successful or not. If not she will undergo a tubal ligation. Device dislocation and breakage are anticipated in the reference safety information for essure. Considering the nature of device breakages and dislocations, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("inner part of the right insert had come out of the coil and was floating in abdominal cavity") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(4) 2016, the patient started essure at an unspecified dose and frequency. On (B)(6)2016, 1 day after starting essure, the patient experienced procedural pain ("severe pain while essure was being inserted"). On an unknown date, the patient experienced device dislocation (serious criteria disability and medically significant), device breakage ("inner part of the right insert had come out of the coil and was floating in abdominal cavity"), pelvic pain ("pelvic pain"), abdominal pain lower ("sharp pain/ stabbing lower abdominal pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device breakage, pelvic pain, procedural pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered device dislocation, device breakage, pelvic pain, procedural pain, abdominal pain lower and vulvovaginal pain to be related to essure. Diagnostic results: 2016: CT scan of the abdomen: inner part of the right insert had come out of the coil and was floating in abdominal cavity. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had the inner part of right insert coming out of the coil and was floating in abdominal cavity (interpreted as device dislocation into abdominal cavity and device breakage). She will have a procedure to verify if essure was successful or not. If not she will undergo a tubal ligation. Device dislocation and breakage are anticipated in the reference safety information for essure. Considering the nature of device breakages and dislocations, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury. A product technical complaint analysis is being sought. Further information has been requested.